Event description:
The device was used during a thoracic procedure. Reportedly, the device did not work after squeezing the handle. The device was removed from the pt and the cartridge stayed on the lung. No pt injury reported. Another device was used to finish the procedure.